Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user¿s dexcom g7 sensor did not pair with the ilet after a sensor replacement while the user was at work, and pairing was deferred because the user did not have the sensor code available; subsequent review indicated the sensor later appeared active with a blood glucose value of 173 mg/dl. Symptoms included no adverse clinical effects. Outcomes included no impact on health and no need for medical care. Investigation included review of device data. Investigation of this case revealed that the sensor was active in the ilet after initial pairing difficulty, consistent with a use issue related to missing sensor code during setup without evidence of device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user-related setup error.